Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported she kept receiving e-4 (occlusion) error message and was unable to clear it; was feeling horrible so she called for assistance. Caller is using an unknown competitor's infusion set. Emts tested her blood glucose level and took her to the hospital where she was diagnosed with dka; reading is unknown. Caller stated she does not recall any results taken at the hospital. Caller alleges the e-4 is the cause of her going into the hospital. No product return was requested.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.